Manufacturer narrative:
Follow-up #1: (B)(4) device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the black box showed a loss of prime associated with occlusion alarms and the user not priming the pump after the rewind and load steps. The force sensor was within specifications. There were no defects found to the pump. The allegation of a loss of prime was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.